Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an anchor pulled out of the bone on the medial side and was scarred into the rotator cuff. A revision surgery was conducted and a new anchor was placed.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The root causes for the reported failure mode "anchor pull out" are the following: design. Poor anchor assembly design, instrumentation not designed to insert anchor far enough into cortex. Process. Anchors assembled out of specification. Instrumentation manufactured out of specification. Application. Too much bone removed/decorticated, excessive force used to tension anchor, insufficient quality or quantity of bone that would compromise secure anchor fixation, pathology such as sclerotic bone that may thicken the cortical layer. According to the DHR, complaint trend and nc reviews, the product was manufactured according to specifications, therefore any process related contributor is less likely. Possible design root causes are not considered likely based on the complaint history review of the failure mode during the past 12 months. Based on the information received, the following possible contributors cannot be ruled out: excessive removal of the cortical layer of bone may result in anchor pullout. Failure to properly tension the anchor after insertion could lead to suture laxity or anchor pullout. In sum, the product was not returned for investigation and the reported failure mode was not confirmed.

Event description:
It was reported that an anchor pulled out of the bone on the medial side and was scarred into the rotator cuff. A revision surgery was conducted and a new anchor was placed.